Event description:
It was reported that an unspecified quantity of clearlink, non-dehp solution sets leaked where the bottom of the drip chamber met the tubing line. The issue was identified during priming with saline. Taxol was scheduled to be added; however no drug was added to the bag when the leak was observed. A new bag was prepared for further treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E4: reporter sent to FDA? From blank to yes. H10: the user facility submitted medwatch (B)(4) for this event. D4: expiration date: 09/14/2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed which observed an incorrect assembly of the tubing into the bushing. Functional tests which included pressure test and clear passage test were performed which revealed a leak. The reported condition was verified. The cause of the condition was due to an incorrect manual assembly during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.